Event description:
Reporter indicated the patient's increased seizures were felt to be due to disease process and not vns. The patient has complex partial seizures, and medication was adjusted as an intervention. No medication changes occurred prior to the seizures worsening.

Event description:
Reporter indicated he was having stronger and more frequent seizures over the past several months that were greater than his pre-vns baseline levels. The reporter was to follow up with his treating neurologist to have the vns checked. Attempts to the neurologist for further information have been unsuccessful to date. A battery life estimation performed by the manufacturer with available programming history yielded approximately 3 years remaining on the vns generator.